Manufacturer narrative:
The reported malfunction was duplicated and the bridge board was replaced to resolve malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a pt the device displayed a "defib fault 78" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.